Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4) . All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 22.0 diopter intraocular lens (iol) rotated over 30 degrees. Reportedly, a secondary surgery was performed to reposition the lens into the right position. Post-operatively, the patient is emmetropic, happy, and doing okay. No additional information was provided.